Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, air knot (vessel not captured), enlarged arteriotomy or use of device with inappropriate introducer sheath size. The reported patient effects and treatment appears to be related to the circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an intervention procedure. Reportedly, the prostyle device was used without issues. However, manual compression and an angioroll were applied in order to achieve hemostasis. Roughly three hours after the procedure, the patient complained of pain. A CT computed tomography (CT) scan revealed a retroperitoneal hematoma. For treatment, the patient was transferred to an affiliated facility and medical intervention was performed. There was no clinically significant delay in the procedure or therapy. No additional information was provided.